Event description:
It was reported that the jack could not lower due to malfunctioned jack assembly. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.